Event description:
It was reported that the procedure was to treat a de novo lesion located in the narrow, heavily calcified, mid right coronary artery. The 2.75x28 mm xience xpedition stent delivery system (sds) stopped advancing on the balance middleweight (bmw) universal ii guide wire and became stuck while attempting to cross. The sds and the guide wire were removed and the procedure continued on with the use of a new bmw universal ii guide wire and a non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw universal ii guide wire referenced is being filed under separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.